Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal straight jaw sealer and divider had the jaws sticking after the seal activation was completed. Releasing tissue from the jaws required multiple twists and manoeuvering. The event occurred during a therapeutic laparoscopic bilateral salpingo-oophorectomy procedure. The procedure was completed with a similar device, after a procedural delay of less than 30 minutes. There were no reports of patient harm.